Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the lead exhibited numerous insulation breaches near the yoke, and a decrease in impedance. The lead was explanted and replaced. During the replacement procedure, a new lead was attempted that was determined to be too short for the patient due to anatomy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.